Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned positioned incorrectly in the lens case inside the opened carton. Viscoelastic was observed on the lens. One haptic was folded onto the anterior optic surface with the distal haptic tip adhered in dried solution. The associated cartridge, handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The reporter clarified that the tunnel meant the lens was stuck in the incision itself. The surgeon pulled back the cartridge when too high resistance was felt with the iol coming out of the cartridge. The reporter noted that the surgical site does clear corneal incision, no scleral tunnel. Information was provided that the lens was folded properly, but the tip of the injector/cartridge was not far enough into the anterior chamber, which meant it was already implanted, causing it to get stuck in the tunnel. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description, lens did not come out properly. Additional information was received, operating room team stated the injector went stiffly. Additional information was received, the lens was folded properly but the tip of the injector/cartridge was not far enough into the anterior chamber. Which means it was already implanted causing it to get stuck in the tunnel and it was not due to the lens folding.